Event description:
It was reported that the patient is experiencing inflation/deflation issues and the pump not working with an inflatable penile prosthesis (ipp). The ipp remains implanted ant active.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient is experiencing inflation/deflation issues and the pump not working with an inflatable penile prosthesis (ipp). The ipp remains implanted ant active. The patient underwent a revision procedure on (B)(6) 2019 (reported in 2183959-2019-64484) due to inflation/deflation issues, pump malfunction, and fluid loss. The malfunctioning pump in this event was the replacement pump for the revision surgery.